Event description:
Intra-aortic balloon pump was inserted into right femoral artery. Pt had coronary artery bypass grafts (x4) and mitral valve repair. About 2 hours later the iapb began alarming. The iap was readjusted, but was discontinued about one hour later when blood was noted in the gas lumen.